Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4) for evaluation. The evaluation confirmed followings. -the subject device failed a leakage test. -there was visible debris on the top of the distal end cover. -there was visible debris within the instrument channel at the location of 20mm from the distal end. -there was no abnormality in the appearance. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, insufficient reprocessing and inappropriate maintenance at the facility cannot be ruled out as a contributing factor of this event. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the distal end around the forceps elevator of the subject device tested positive for e.coli and klebsiella. The amount of the microbe was not informed. The facility reportedly conducted the microbiological test since adenosine triphosphate (atp) test showed the subject device was dirty before the microbiological testing. The customer reported that the subject device was reprocessed according to the instruction manual. The subject device had been reprocessed using an olympus automated endoscope reprocessr model oer-aw (not available in the USA) with a detergent (3m low foam ultra rapid multi enzyme cleaner; 3m product: that is not recommended by olympus) and a disinfectant (cidex opa ; johnson & johnson product). The customer reported that the forceps elevator of the subject device was brushed by olympus single use soft brush model maj-1888. The forceps elevator was replaced in (B)(6) 2016 according to an olympus field corrective action. There was no report of infection associated with this report.